Event description:
It was reported that during procedure, after performing the post-dilatation of the subject balloon, there was no resistance; however, the subject balloon was not inflated within the stent. Therefore, the subject balloon was removed from the body. When it was visually inspected, it was noticed that the subject balloon had been ruptured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.